Event description:
It was reported that the patient with this pacemaker recorded alerts for right ventricular (rv) automatic threshold detected as greater than programmed amplitude or suspended. It was found that the auto threshold value was 5.0v @ 0.4ms which indicated that the device was operating in suspension. There had been 4 consecutive days with no successful threshold test resulting in the alert. It was determined that the failure reason was low evoke response. Looking at rv automatic threshold test trend over the last year there had been a rise in threshold and then a drop earlier this year but rose back up. Impedances were stable so a rv lead integrity issue was not suspected. Intrinsic amplitude had "dropped" over the last year as well, so it was determined that this was likely patient related. The patient is low rv paced. Lastly, on a presenting electrogram there was one under sensed rv event, but the atrial pacing does look to be capturing since t-waves are visible. An in-office check to evaluate rv thresholds was recommended. The pacemaker remains in service and no adverse patient effects were reported.